Event description:
On (B)(4) 2012, the patient's caregiver (cg) contacted global technical services (gts) regarding unrelated alarms. During both conversations, the cg reported the home patient (hp) was hospitalized due to retaining solution. The following additional information was provided by global pharmacovigilance. On (B)(6) 2012, the patient contacted homecare services and reported the following information. On an unreported date, the patient gained (B)(6) water weight. On an unreported date in (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment for peritonitis was not reported. The nurse advised the patient to use red bags (dianeal pd4 ambuflex, 4.25%) to pull more solution off the patient while in therapy. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the patient was recovering from peritonitis. The patient had lost (B)(6) of the water weight. Peritoneal dialysis (pd) was ongoing. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the hospitalization. The following information was reported. The nurse clarified the patient was hospitalized for edema in the legs due to a cardiac condition. The nurse did not report the type of cardiac condition. The nurse stated the leg swelling condition was not related to pd therapy. On (B)(6) 2012, global pharmacovigilance contacted the pdrn regarding the hospitalization. The following information was reported. On an unreported date, the patient experienced edema in the legs due to a cardiac condition and was hospitalized (date not reported). The nurse clarified that the patient experienced fluid overload, also described as gained 40 lbs of water weight and had an excess of (B)(6) (onset not reported) and was hospitalized on (B)(6) 2012. On an unreported date, the patient experienced a touch contamination, which resulted in peritonitis. On an unreported date in (B)(6) 2012 during hospitalization, the patient experienced peritonitis. The peritonitis was treated with ancef. The nurse stated that the patient was manually filling 2l of solutions to take antibiotics for peritonitis. The nurse clarified that the patient was discharged from the hospital on (B)(6) 2012. Pd therapy was ongoing. The patient was retrained on aseptic technique. The patient had not recovered from fluid overload. The patient was recovering from peritonitis. Outcome of edema in legs due to a cardiac condition was not reported. The pdrn stated the events were not related to the homechoice machine, disposable parts, or dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because the nurse reported there was a break in aseptic technique by the patient described as a touch contamination. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.